Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, failed battery test, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884l, mmt-332a. Customer reported receiving a battery failed alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-242a. No product return is required for mmt-1884l. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08670 inches. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. No confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 in pump downloaded history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched lcd window (minor), scratched case, stained keypad overlay and pillowing keypad overlay. No failed battery test alarm noted during testing. Failed battery test was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the lcd window screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.